Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, the flow of blood in the needles is much less efficient on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, the flow of blood in the needles is much less efficient on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 07-apr-2025 investigation summary bd received 1,100 customer samples for investigation. A total of 10 retained samples were used for functional tests, and all tubes filled as expected in a timely manner. Additionally, 10 customer samples were also used for functional tests, and all tubes filled as expected in a timely manner. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.